Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged to experiencing atrial fibrillation. There was no report of serious patient harm or injury. The patient. Has seen a cardiologist, prescribed a holter monitor and was converted to sinus rhyme. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Update to section b5 and should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged experiencing atrial fibrillation. The patient. Has seen a cardiologist, prescribed a holter monitor and was converted to sinus rhyme. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Box b - adverse event/product problem, outcomes attributed to ae updated to reflect serious injury. Box h-type of reported complaint and health impact grid updated to reflect serious injury.